Event description:
It was reported that from the remote transmission the right ventricular lead showed to have noise. The lead remains in use as the physician plans on bringing patient in for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.